Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's previously administered products included for an unreported indication: mirena from 2008 to 2009. Concurrent conditions included venereal disease nos, malignant neoplasm of cervix uteri and abdominoplasty. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal of essure). Essure was removed in (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (B)(6) 2019 anticipated removal date. Discrepancy noted : insertion date 2009 were added. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs and mr received. Case became incident. Previously reported event "injury " was replaced with new events from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines / headaches, weight gain and patient did not undergo confirmation test were added. Reporter information updated and patient history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.